Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post implant check, the right ventricular lead exhibited high capture thresholds and high impedance. The patient was asymptomatic. The physician noted that the high thresholds were due to exit block. The lead was explanted and replaced.